Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site. Follow-up information indicated that the patient underwent surgical intervention on (B)(6) 2022 wherein the patient's ipg was repositioned within the same pocket to address the issue.